Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since 2007, the patient has experienced intermittency in her sound perception, which occur several times a day with a duration of several mins. The internal device was checked on eight days later and did not show any malfunction. It appears that the external parts have never been changed, so the clinical engineer exchanged all the external parts of the device. The patient was told to get in contact with the clinic as soon as the intermittency re-occurs. Add'l info was received on nov 12, 2007 stating that the patient contacted the clinic and reported that the intermittencies still occur. It was decided by the clinic and the patient that re-implantation will be necessary.